Manufacturer narrative:
(B)(6).

Event description:
The procedure being performed was a wedge/segmental resection. The handle was set properly and then the surgeon tried to fire, but it could not be fired at all. The event occurred in use for the patient. The product was removed from tissue without damaging it. The procedure was completed with another device. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 45 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. The interlock was overridden then the reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.